Event description:
During preventive maintenance, it was observed that the display for the roller pump had a checkerboard appearance in small areas. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.